Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad and two resolute onyx stents were implanted into the rca. Approx 1 day post index procedure the patient suffered a non q wave mi. The mi was a non q wave mi (tv) 3rd udmi peri pci in the lad due to a side branch occlusion of the lad. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device but not related to anti-platelet medication.